Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 22 mmol/l (396 mg/dl). The patient reported that the cannula failed to properly insert into the infusion site (arm) and skidded across the skin surface, causing bleeding. The pod was not worn and a new pod was placed.